Event description:
Stretcher located at off site repair warehouse with note stating head section was not lowering. No injury reported.

Manufacturer narrative:
Tech found the stretcher at off site repair warehouse with note stating head section was not lowering. Found mechlock device for auto contour was bent.